Event description:
A report was received that the patient was jolting off of the bed. The medical professional was trying to rule out if the cause was stimulator in his pain pump or a seizure. It was also reported that the ipg was fully depleted and no intervention was done for the patient when she was in the emergency room.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was jolting off of the bed. The medical professional was trying to rule out if the cause was stimulator in his pain pump or a seizure. It was also reported that the ipg was fully depleted and no intervention was done for the patient when she was in the emergency room.